Manufacturer narrative:
(B) (4).

Event description:
The pt had the system implanted a few years ago. A few months ago, the pt fell. Following the fall, the pt lost stimulation. Most of the impedance measurements were greater than 4000 ohms. The lead and extension were replaced. There was reported to be no pt injury. The pt was "well stimulated again." It was noted that "the lack of isolating material near the connector of the extension has been induced by the manipulation of the extension by the surgeon during the intervention."